Event description:
The generator and lead were received for analysis. Product analysis has not been completed to date. It was noted by the physician that the patient had seizure reduction with vns. The patient was receiving vns therapy at the time of death, the device was last checked 3 months prior. Per the physician, the believed cause of death is possible sudep. The patient had a cluster of seizures out of the blue 8 hours before the death. No other relevant information has been received to date.

Event description:
The patient passed away due to sudep. No other relevant information has been received to date.

Event description:
Product analysis was completed on the generator. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Product analysis was completed on the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Per the physician, the death was not related to the vns. The device was explanted after death but has not been received by the manufacturer to date. No other relevant information has been received to date.